Event description:
The customer stated that upon inspecting the wash zone grounding strap on the architect i2000sr corrosion was observed. No incident or injury was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.